Manufacturer narrative:
(B) (4).

Event description:
The pt experienced a loss of therapeutic effect. There was no known accident or incident related to the complaint. Palpating did not cause stimulation changes. Impedance measurements were normal. The device was programmed 0-3+ on program 1 and 4-5-6+7+ on the other side. The pt did not feel stimulation at maximum amplitude on all lead configurations. Fluoroscopy confirmed lead migration. Good stimulation coverage could not be obtained. There was no product issue, just error in securing the leads. The pt was going to return to surgery. No pt outcome was reported.